Event description:
Cardiac lead extraction case to remove 3 leads due to lead malfunction. All three leads were prepped with an lld ez and lasing began with a 12fr sls ii on the vdd lead (model unknown), adhesion was met at the svc so the device was upsized to a 14fr sls ii. The 14fr sls ii was still unable to advance past the svc so the physician switched to the rv (model unknown) lead; however progress still wasn't made. An attempt was then made with the ra (model unknown) lead which was also unsuccessful and they went back to attempt extraction on the vdd lead again with the 14fr sls ii, this attempt was successful in advancing to the ra electrode. The device was upgraded to a 16fr sls ii where adhesion was met again near the rv/ivc. The physician then attempted to free the lead with manual force using the outer sheath from the 14fr sls ii, at that time the blood pressure dropped and a thoracotomy was performed revealing a tear in the ra wall. The tear was repaired and the patient survived intervention.